Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Event description:
This patient was brought in for a routine change out due to eri and therapy upgrade. During the procedure, after the device had been connected to the leads but before the pocket was closed, the patient experienced a perforation. The patient had cardiac tamponade and was transferred to a different hospital. The patient was kept stable until the system was explanted on (B)(6) 2020 due to infection with sepsis. Should additional information become available, this file will be updated.